Event description:
It was reported that during a follow up visit, it was found that the device had automatically increased the output on the atrial lead based on capture management. The capture was increased and was high. An x-ray confirmed a dislodgement of the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2010. (B)(4).